Event description:
It was reported that a spectrum pump had an inoperable keypad. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4) baxter rec'd and evaluated the device. The device was found out of spec in relation to the inoperable keypad, which was reproduced. The device eval confirmed the #8 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #8 key will occur following the selected key's function (e.g. When the #1 key is pressed 18 will be displayed. When in alphabetic mode and the abc key is selected, av will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.